Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the lipid infusion was running at incorrect rate. The user adjusted time to compensate the lipid variation. There was patient involvement, however outcome is unknown. Customer states no further information is available.